Manufacturer narrative:
(B) (4). (B) (4). Leak test failure. The analysis results of the sleeve found that it was received with the duckbill slightly open at the aperture. The device was functionally leak tested and failed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, when the device was inserted through the trocar, an air leak occurred. Before the device was inserted through the device, forceps and a camera, which diameters were 5mm and 10mm, were inserted through the trocar. Another device was used to complete the case. There were no adverse consequences to the patient.